Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture during telemetry due to loss of slack which was confirmed via x ray. Moreover, the patient experienced perforation and phrenic nerve stimulation with threshold measurement of six volts. This rv lead was revised initially but subsequently explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture during telemetry due to loss of slack which was confirmed via x ray. Moreover, the patient experienced perforation and phrenic nerve stimulation with threshold measurement of six volts. This rv lead was revised initially but subsequently explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. The field report identifies an issue addressed in the instructions for use (IFU) and can be concluded that expected or well-understood factors most probably contributed to the event. This report is being submitted to correct the initial reporter email field (e1) in section e, initial reporter.